Event description:
As reported by the user facility: "the nurse started an IV and pulled the stylet out. The nurse though the safety clamp had worked correctly and set it aside. The safety clamp malfunctioned. The needle was sticking out the clamp which resulted in a needle stick. MFR 2523676-2013-00116.